Event description:
Patient reports medical doctor (md) advised to stop the byte treatment. There were no specific details provided by the md. Pain level was classified as 1 by the patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.